Event description:
It was reported that the device was removed in 2008, due to osteolysis. Implant date is unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.